Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during an unknown procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient experienced urinary retention requiring self-catheterization.